Event description:
A report was received from ciba sales representative of notification from the doctor in 2002, that the doctor had implanted a memorylens in a patient in 1999, which lens now was opacified. The doctor has referred the patient to a surgeon for explant and replacement of the lens.